Manufacturer narrative:
(B)(4). The sample was received for evaluation on an unspecified date in the second week of (B)(6) 2014. The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external and internal visual inspection was performed which revealed no anomalies. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. If there is any additional relevant information from that review, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review will be performed. The device was requested but has not been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death for an unrelated event. The cause of death was reported to be due to fluid in the lungs and a lung infection. It was reported one day prior to death pd therapy was discontinued, for an unknown reason. It was not reported if an autopsy was performed. Additional information was requested, but is not available.